Event description:
N/a.

Manufacturer narrative:
Due to character limit: e1(telephone) (B)(6). Updated fields: b4,e1(telephone),g3,g6,h2,h6(type of investigation, investigation findings, component code, conclusion),h11. A getinge fse has determined that the pneumatic module was damaged and needed replacement and replaced the pneumatic module. The equipment passed all factory specified performance and safety tests.

Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) generated an alarm indicating automatic inflation failure during use. Following the occurrence, the hospital discontinued use of the device and requested maintenance support from the manufacturer. Upon inspection, the pneumatic module was initially identified as damaged. No patient harm or injury was reported.